Manufacturer narrative:
The customer reported they were using the virtual hand controller on the touchscreen to advance the table into the camera. When the patient on the table reached the desired position, the operator released the command; however, the table continued to move until it reached a hard limit. The operator reported a prompt displayed instructing the user to complete calibrations. The patient was safely removed from the system and calibrations were completed. The philips field service engineer (fse) arrived on site to inspect the system and all motions were tested without failure. After a review of reports, it was decided to proactively replace the horizontal controller. The fse believes the probable cause to be debris on the touchscreen which caused the continued motion. The fse was able to duplicate the scenario with grease on his fingers. The system was returned to clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the patient couch longitudinal travel continued after releasing the touchscreen virtual hand controller. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event.